Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a battery only revision the pt was unable to feel stimulation. There was no burning, jolting or shocking and impedances were all within range. Imaging and palpation were suggested as two possible interventions. Add'l info received from the health care provider reported that the pt would be scheduled for lead revision. The lead and extension were replaced, and the hcp reported that there was no injury to the pt.